Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain. It was indicated that the pump administered ¿10 mg¿ of dilaudid (24-hour dose: 4.614 of dilaudid), ¿12¿ of bupivacaine (24-hour dose: 5.537 mg of bupivacaine), and ¿200¿ of clonidine (24-hour dose: 92.28 mcg of clonidine). It was reported that the patient was on his third pump, and because he deals with so much chronic pain. The patient wanted to go without the pump. The low reservoir alarm started, and the patient went out of medication. The critical pump alarm went off. The patient went through withdrawal and had to go to the emergency room (ER). The patient was described as "red at the ER¿ but was given "fiboxim" to help with his symptoms. The patient wanted the alarm silenced, but when the ER called pain management, the ER was told that the alarm couldn't be silenced. The critical alarm had been going off 6 time a day for 8 days now and was driving the patient ¿crazy". The patient did not have a managing healthcare provider (hcp) currently because he had a falling out w/ pain management. At the time of the report silencing the alarm was reviewed and an offer was made to send physician listings, but the patient declined. The possibility of meeting with a manufacturer representative at a primary care physician (pcp) office was reviewed and having the pcp to call the manufacturer¿s national answering service was being considered. The patient indicated they understood. Regarding when the issues first started, it was noted that the empty reservoir alarm date started on the 4th of january, and the patient really noticed the critical alarm probably 8-9 days after. Additional information was later received from a consumer on 2020-jan-24. The patient had contacted patient services previously on 2020-jan-21 and today about their pump alarming. The patient no longer wanted to use the pump and wanted the alarm silenced. The patient reported that a nurse at a clinic tried to contact the manufacturer to page a company representative for an appointment for help doing this. The national answering service phone number was provided again. An email was sent to field staff / company representative. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient who was inquiring if the catheter could stay in their body once the pump was removed or if it would have to be removed as well and was it a bigger issue. The patient¿s pump ran out of drugs a year ago this january and beeping every 10 minutes for a year was a bit much. The patient was setting up an appointment to see a surgeon to find out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.